Event description:
It was reported that the user could not lock the luer connector to the insulin cartridge when changing supplies, as they had been attaching the luer connector to the cartridge outside of the pump; after education on proper supply change and use of a new prefilled fiasp cartridge, the connector locked into place and use continued. Symptoms included no reported adverse health effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included complaint history review, device history record review not performed due to lack of device return, and user troubleshooting and education. Investigation of this case revealed user technique error during cartridge change and successful resolution after instruction and replacement of the prefilled cartridge. It was concluded that the event was attributable to use error and that the device functioned as designed after correct setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.